Manufacturer narrative:
Manufacturing date: april 2006. The system was evaluated by a field service engineer (fs). The fs aligned delivery system. A field service checklist was performed. The unit complied with all factory settings. A johnson & johnson representative provided surgery support and followed up with the surgery center. Through the follow up, the technician stated the flap was not lined up with the yellow overlay raster. Training awareness was provided on the importance of stopping procedure if raster is not aligned with yellow overlay and call tech support immediately. Dr. Feil now watching the screen during treatment. During surgery support, the procedures were completed with no complications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had decentered flap inferiorly and the hinge was close to the pupil. Surgeon aborted lasik procedure and converted patient to photorefractive keratectomy. There was no loss of bcva.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.